Event description:
It was reported that in the theatre, the physician inserted the needle into the left interior jugular vessel, and proceeded to thread the swg into the needle. It is alleged that when the physician removed the needle, he may have "nicked" the swg, then tried to pull the swg back and it started unraveling. The physician was aware that the swg should not be pulled back through the needle. As a result, the device was removed and a new kit was opened and used to successfully complete the procedure. There was a delay reported, however there was no harm caused to the patient. There was not death or complication caused to the patient as a result of this issue or occurrence.

Manufacturer narrative:
(B)(4).